Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement a photo was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned video. Visual analysis of the photo reveals that the device's suture is broken and frayed. A manufacturing record evaluation was performed for the finished device 8l26048 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. Based on the investigation findings, the reported complaint can be confirmed. A possible root cause can be attributed to a procedural variables, such handling of the device or product interaction during procedure; excessive force was applied to the suture while tightening. As per IFU 110136; apply tension (normal force) on suture lengths. Excessive force may overload the anchor or suture. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by the sales rep in china that during hip surgery, it was observed that the gryphon peek anchor w/orthocord device suture was broken off when the suture was tightened. Another like device was used to complete the procedure. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.